Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch#: 1221934-2018-50143 and 1221934-2018-50138.

Event description:
It was reported by the sales rep that three of the customer's 4220-3 hci s&n pow/pow max -ns were not switching to suction when the shavers were activated during testing. There was no patient or case involvement. The sales rep could not provide any serial numbers. The devices were discarded by the customer.